Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.00mm x 30mm emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and procedure was completed with another of the same device. No patient complications were reported, and patient condition was good post-procedure.